Event description:
The user facility reported that the ventilator switched its operation from ac power to battery power several times and a device alert alarm occurred. The patient was ambu bagged by the bedside nurse and then switched to another ventilator. No permanent injury was reported. Later, the engineer at distributor's office found that integrated circuit (ic) on the display board was burnt. However, the reported issue was unable to be duplicated.